Event description:
It was reported that a vascular stent had fractured that had been implanted in the distal popliteal to distal superficial femoral artery three months prior. Reportedly during initial implant, the physician used an ipsilateral approach and had a difficult time deploying the stent with the slide mechanism. After the device was implanted, imaging demonstrated that the stent had elongated to approximately 200mm. The patient returned three months later for follow up, due to leg pain and imaging demonstrated that the stent had completely fractured circumferentially and had separated into two pieces. The distal portion of the stent was reported to be completely occluded. The treatment site was heavily calcified and tortuous. The vessel was reported to be approximately 5mm in diameter. The patient underwent a successful intervention in which angioplasty, cryoplasty and stent placement were performed. Post procedural imaging demonstrated good patency results. The patient was reported to be in good condition.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded. The event investigation is currently underway.